Event description:
The surgical tech discovered fraying at the hinge on the fenestrated bipolar forceps from da vinci chest tray #2. The instrument was removed from service and replaced with an instrument of the same kind.